Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(4) 2010-06-22 product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008-, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported the leads were removed because the patient's body reacted to them a couple of years prior to the report. It was logged the patient had the leads removed but the hcp left the neurostimulator(ins) and extensions in. Additional information received reported the patient was not receiving therapy and claimed to have leads removed several years prior to the report. Additional information received reported the patient's leads were taken out of the patient's head because the patient's body had rejected them. It was noted the leads were removed in 2010 and "she still had ins implanted with leads in her back."